Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system with no reported complications. There were no difficulties implanting the amulet; the amulet was implanted after 1 partial recapture. There was no pericardial effusion observed at all during implant procedure. The transseptal puncture was posterior and inferior. The patient received heparin during procedure. On (B)(6) 2025, the patient returned to the hospital with reported heart/chest pain. Transthoracic echocardiogram (tte) was performed, which showed circumferential pericardial effusion in the left atrium. The cause of the pericardial effusion is unknown. Cardiac tamponade was not observed. Pericardial drainage was performed and then the patient underwent surgical intervention. The amulet remains implanted in good position. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility, pericardial effusion, and pain was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported patient-device incompatibility, pericardial effusion, and pain could not be determined. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.